Event description:
Event date: (B)(6) 2026. Implant date: (B)(6) 2025. Explant date: n/a. Event of suspected thoracic large vessel vasculitis reported from extend study (nct05639400). On post operative day 426 and post extension day 311 ((B)(6) 2026), patient (B)(6) had an ae (adverse event) of suspected thoracic large vessel vasculitis (initial diagnosis (B)(6) 2026; pet/CT (B)(6) 2026: extensive metabolic enhancement of the wall of the thoracic aorta. Patient found dead in bed in the morning with an unclear cod (cause of death). In the context of vasculitis, there is a suspicion of a fatal vascular rupture). As reported, no device deficiency unanticipated event with no surgical intervention. Possibly related to procedure and related to pre-existing condition.

Manufacturer narrative:
Manufacturer narrative: clinical code: e, 2004 - vasculitis - event of suspected thoracic large vessel vasculitis reported from extend study (nct05639400). Impact code: f, 1802 - death - patient found dead in bed in the morning with an unclear cod (cause of death). In the context of vasculitis, there is a suspicion of a fatal vascular rupture. Device problem code: a, 2993 - adverse event without identified device or use problem - no device failure /deficiency reported. Component code: g, 4755 - part/component/sub-assembly term not applicable. Type of investigation: b, 4112 - analysis of information supplied by used / third party: additional information has been requested to aid this investigation. 3331 - analysis of production records: full batch review from base fabric to finished product will be performed. 4117 - device not returned: device remains implanted. Investigation findings: c, 3233 - results pending completion of investigation. Investigation conclusion: d, 11 - conclusion not yet available as investigation is ongoing.